Event description:
The physician was using 2 amphirion pta balloons (2.0 x 2.5, 4.0 x 40) and 1 admiral pta balloon (6.0 x 150) to treat a lesion in the superficial femoral artery tibial/popliteal trunk. The 3 balloons were inspected and prepped prior to use with no issues noted, no resistance encountered during delivery of the balloons to the lesion site. No excessive force used during delivery. Devices did not pass through any previously deployed stents. No issues during device inflation. It was noted that the 3 devices were slow to deflate at the lesion site, even after the insufflation device was emptied and refilled with less of a contrast mix (40 of contrast and 60 of saline was initially used and then that was lowered even more with still the same slow deflation times).no evidence of any foreign material in the contrast / saline solution or within the inflation lumen of the device no patient complications.

Manufacturer narrative:
Evaluation results: root cause undetermined. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Root cause undetermined. (B)(4).